Manufacturer narrative:
E1; reporter institution phone number:(B)(6). E1: reporter phone number:(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported during a cardiac arrest; a red alarm was not generated by the device. It was indicated programming the monitor did not generate a red alarm during the cardiac arrest in addition to the inter-room and pop-up windows not being activated. It was noted to be a configuration issue. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Incorrect cfn/fei number, please refer to supplemental report MFR 9610816-2025-000676 for complete investigation.